Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was found to be located intravascularly. There was no injury reported to the patient. Manual compression was used to achieve hemostasis. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The vcd was stored and prepped according to the instructions for use (IFU). Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5 fr competitor's vascular sheath introducer. There were no multiple sheath exchange. The tension indicator was aligned with the markers on the side before attempting to deploy. Contrast/imaging was used to confirm balloon placement. After button 1 was pressed, while waiting for 2 minutes the sealant was noted to be extravascular on ultrasound. After 15 minutes of subsequent manual compression the ultrasound showed a 0.79cm long section of sealant located intravascular. The sealant was not removed because there were no symptoms in the patient. The device is not being returned for evaluation.

Manufacturer narrative:
Additional information to include from phone number: (B)(6). The product was not returned for analysis. Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynx control vascular closure device (vcd) was found to be located intravascularly. There was no injury reported to the patient. Manual compression was used to achieve hemostasis. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of pvd / calcium in the vicinity of the puncture site. The vcd was stored and prepped according to the instructions for use (IFU). Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 5 fr competitor's vascular sheath introducer. There were no multiple sheath exchange. The tension indicator was aligned with the markers on the side before attempting to deploy. Contrast/imaging was used to confirm balloon placement. After button 1 was pressed, while waiting for 2 minutes the sealant was noted to be extravascular on ultrasound. After 15 minutes of subsequent manual compression the ultrasound showed a 0.79cm long section of sealant located intravascular. The sealant was not removed because there were no symptoms in the patient. The product was not returned for analysis. A product history record (phr) review of lot f2136302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inaccurate placement (intravascular)¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information provided suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.